Event description:
Channel one of the infusion pump did not alarm for air once the tubing emptied of fluid. The male infant pt became dusky, croupy and began coughing. The tubing was noted to be filled with air at that time. The pump was removed from the pt and three cc of air was withdrawn from the pt's central venous catheter by a clinician. A chest x-ray was performed and the pt was placed on his lt side and had his feet elevated. No add'l medical intervention was required and the pt returned to pre-incident condition.